Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7054851, medical device expiration date: 2022-02-28, device manufacture date: 2017-03-10. Medical device lot #: 7027714, medical device expiration date: 2022-01-31, device manufacture date: 2017-02-24. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter described as "water like" and "sticky" on the catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: it was received at bd sandy on (B)(6) 2018 50 unused units in sealed packages from catalog number 381112, lot number 7054851 and 20 unused units in sealed packages from catalog number 381112, lot number 7027714. Our quality engineer was able to verify the reported complaint. Fourier-transform infrared spectroscopy testing was performed on ten random samplings from each lot provided and verified the foreign matter was silicone for each of the lot numbers. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. DHR review: a review of the device history record was completed for sub-assembly# 004712bjf lot 6361823 manufactured from 30-dec-16 to 30-jan-17 in acam01 machine used in claimed lot 7054851. This lot was reviewed regarding the tests of ¿foreign matter¿ and were not evidenced records that could lead to the claimed defect. A review of the device history record was completed for sub-assembly# 004712bjf lot 7053926 manufactured from 03-mar-17 to 31-mar-17 in acam01 machine used in claimed lot 7054851. This lot was reviewed regarding the tests of ¿foreign matter¿ and were not evidenced records that could lead to the claimed defect. The root cause is the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project has been initiated to investigate the issue.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter described as "water like" and "sticky" on the catheter. No serious injury or medical intervention was reported.